Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: when the sales rep told the surgeon about the voluntary recall, the surgeon commented that sometimes the device kept activated although the activation button was released. ¿the device kept activate¿ is not like the button doesn¿t revert to the original position and the activation does not stop. It is more like, the delay between when the hand switch has been released and activation stops. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The device was used to as is to complete the case. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that, during an unknown procedure, an unknown error occurred. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.